Manufacturer narrative:
Full patient identifier - case-(B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bci) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. Upon arrival the fse discovered bubbles in the wash pump and substrate pump and a dispense probe with a damaged fitting. In addition, the substrate probe had excess debris built-up on the tip. The fse replaced the affected probes, cleaned and replaced the wash rotor in the wash pump and replaced the o-ring and seals in the substrate pump. After repairs were completed all system verification testing passed within published performance specifications. In conclusion, a hardware malfunction of one or more devices is the cause of the elevated access accutni+3 results obtained by the customer.

Event description:
The customer contacted beckman coulter (bci) to report obtaining an elevated troponin I (access accutni+3) result for one patient on the laboratory's access 2 immunoassay system serial number: (B)(6). The initial access accutni+3 result was above the recommended normal reference range of the assay. Reanalysis of the sample produced an even higher result above the recommended normal reference range of the assay. The customer noted that once the issue on the analyzer was resolved, the sample was reanalysis one (1) additional time and a "negative" result was obtained. There was a change in patient care/management as the patient was admitted to the hospital and administered heparin as a result of the initial, elevated access accutni+3 result obtained. There was no report of death associated with this event. System performance indicators such as qc, calibrations and system checks were all performing with instrument and assay specifications prior to the event. The customer did note that they experienced issues with another assay's qc at the time of the event. There were no reports of hardware errors in conjunction with this event. Sample collection and preparation information was not supplied including sample type, centrifugation time and speed and storage conditions between reanalysis. A bci field service engineer was dispatched to the customer's laboratory to assess instrument performance.